Manufacturer narrative:
Concomitant medical products: 419588 lead implanted: (B)(6) 2011, dtma1d1 crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent right ventricular (rv) lead and left ventricular (lv) lead loss of capture. The right atrial (ra) lead exhibited a decrease in impedance and the rv lead exhibited a high threshold. The lv lead threshold decreased below the programmed output. The ra lead, rv lead, and lv lead remain in use. No patient complications have been reported as a result of this event.